Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00121. The device was manufactured between 21jun2019 and 25jun2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor under infused. When the device was disconnected approximately ¿55ml¿ remained in the device. The device was filled with 13.5g piperacillin/tazobactam in 230ml of 0.9% sodium chloride (nacl) 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.